Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision left asr hip resurfacing system reason for revision: unknown date of revision: (B)(6) 2012. Update- updated hospital and added date of revision in correct box. Taken from claimsuite dated november 1st 2012. Update- updated hip side taken from claimsuite dated 21st november 2012 left. Update: added revision reason. Received: 27th february 2013. Reason(s) for revision: component loosening - querying which component became loose. Update: amended revision reason. Please see attached document. Received: march 7th 2013. Reason(s) for revision: unknown (not component loosening as above). Please note the reason for revision remains unknown - updates have been received stating component loosening, but there is no evidence to suggest this. Please see attached document. Update - amended revision date, taken from claimsuite dated 12th april 2013. Update: amended implant date, taken from claimsuite dated 10th july 2013. Update - filed in mw fields, amended implant date. Taken from claimsuite dated 26th feb 2014.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: unknown (not component loosening).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason(s) for revision: component loosening.